Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented for a hematoma evacuation. During the procedure, it was determined there was a muscle dissection during the original implant procedure that caused the hematoma. No adverse patient effects were reported.